Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, the device was broken shell and dark ring. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: broken smooth and wear abrasion. Based on the device analysis, the final assessment is one smooth edge broken in the side radius assessed as smooth opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.